Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided through a pump reset by technical support, which resolved the error, and they successfully started their sensor session without further issues.